Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her insulin pump alarmed with a motor error and a motor position encoder error. The patient's blood glucose at the time of incident is unknown. The customer wore the pump during an MRI prior to the alarms. The customer was transferred to the 24-hour helpline for assistance. No products were shipped or returned.